Event description:
It was reported that this right ventricular (rv) lead exhibited high out of range pacing impedance measurements due to suspected integrity issues. Device data was reviewed and further troubleshooting steps were provided. This lead remains in service. No adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).